Event description:
Complainant alleged that during biomed testing the paddles did not allow the device to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.